Event description:
Upon transfer of patient from hospital bed to litter, PICC line distal port broke cleanly from bifurcation area. Line immediately clamped off until new peripheral IV site obtained, then was removed from the patient with no signs or symptoms of complication noted.